Event description:
It was reported that the surgeon had already placed the dbs leads into the patient and was tunneling to the pocket. After the surgeon connected the distal end of the extension to the carrier in the tunneler, he pulled the carrier through the tunneler. Halfway through, the end of the carrier broke off and resulted in the extension being torn apart. This happened again the second time with the next extension. Subsequently, two more extensions were used which were tunneled successfully and the patient went on to receive a permanent implant. The hospital had not yet provided any updates on the patient outcome. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had recovered and was discharged on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.